Event description:
It was reported that last week the patient¿s stimulation was turned off and they had to turn stimulation back on. It was noted the patient noticed a return of essential tremor. The reporter stated they interrogated the patient¿s implantable neurostimulator (ins) on the day of this report, but they had ¿exit out¿ and re-interrogated the ins, but all of the data was deleted. It was noted the patient¿s healthcare professional (hcp) recalled seeing that therapy was on less than 1% on the patient¿s last visit on (B)(6) 2013. Impedance measurements were reviewed and were normal. Additional information received reported the patient¿s hcp had done an impedance test. The cause of the issue was unknown and no interventions were taken or planned. It was further noted the patient was receiving effective therapy and the patient was scheduled to see their hcp on (B)(6) 2013. Refer to manufacturer report #3004209178-2013-15530. The patient has two systems and it was unclear if the reported event pertained to one or both of the systems.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v129475, implanted: (B)(6) 2009, product type lead; product ID 7482a40 , serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).